Event description:
The customer reported that during a pt event the device charged to an energy but failed to discharge. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during a pt event the device charged to an energy but failed to discharge. There was no report of any negative pt impact. The event file was reviewed and showed intermittency of the pads ECG waveform and charges to several energies but no delivery of energy via the defibrillator. The pt had an implantable defibrillator that shocked the pt when the mrx did not discharge. The device was evaluated at philips. The involved cable and pads could not be identified and were not returned. The reported symptom could not be reproduced. There is no info that supports that the device did not meet product specifications during this event. We are unable to determine the cause of the reported symptom as it could not be reproduced.